Manufacturer narrative:
On 1/3/2017: multiple attempts by tandem technical services were made to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous high blood glucose (bg) level of 275 -350 mg/dl at the highest. The customer delivered a bolus with the pump to lower bgs yet the customer stated waking up to high bg levels. The customer reported that the cause of the high bg was due to setting adjustments or a site issue. Troubleshooting with tandem customer technical services determined the pump functioned as intended. Tandem technical services instructed the customer to consult with their healthcare provider regarding high blood glucose factors.